Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly experienced a fluid leak at the gray sheath during an inflation attempt. It was further reported that this prevented the balloon from inflating. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter received for evaluation. During visual inspection, no anomalies were noted to the catheter. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted to be leaking from the proximal end of the catheter under the strain relief. After removing the strain relief, upon re-inflation, water was again seen leaking from the proximal end of the hub. Under microscopic examination, a tear in the catheter was noted. No additional functional testing was conducted. Therefore, the investigation is confirmed for the reported leak as water was noted to be leaking from the proximal end of the catheter under the strain relief. Also, the investigation is confirmed for the identified material split, cut or torn as microscopic examination revealed a tear in the catheter. The tear in the catheter may have contributed to the reported leak; however, a definitive root cause for the reported leak and identified material split, cut or torn could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.